Event description:
On (B)(6) 2013, a reporter contacted animas alleging that the display screen on their device had become damaged and difficult to see. This complaint is being reported because it was not resolved at the time of the call. There is no evidence to suggest that this issue caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/02/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 03/13/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, it was observed that the lens protection film was scratched and damaged. The pump powered up and functioned properly. No other defects were found.